Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on the gen04 generator, an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. Due to the retuned condition of the blade, the blade would not activate, therefore, no heat would be generated by the tip. When system is ready mode, the generator sends a subtherapeutic pulse every one second to the tip of the handpiece to test off resonate frequencies. This is normal device function. When the device is either not torqued properly or placed where the active blade is in contact with another metal object, it causes a chirping or squeaking noise to be heard. This is caused by the subtherapeutic pulse slightly vibrating the blade and the metal and metal contact results in the squeaking or chirping noise.

Event description:
It was reported that during an unknown procedure, the scalpel was hot after firing three times along with sharp noise. The titanium tip was broken with fifth firing. The broke piece didn't fall into the patient's body. Changed another one to complete the procedure. There were no adverse patient consequences. Did the patient or user receive a burn? No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.